Event description:
It was reported that the patient had a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that the patient had undisclosed injuries following the implantation of the product. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). Undisclosed injuries. Undisclosed injuries occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.